Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus colonovideoscope was returned to the service center with a separate issue. However, a reportable medical device failure was identified during testing at the service center. During inspection of the device, dirty lens was found. There was no patient involvement.